Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 482 mg/dl, gave a manual injection. Customer declined troubleshooting for high blood glucose. Customer stated that the insulin pump had partial display, insulin pump beep, screen was black and there were pink lines on the screen, they hit the center button and it was come back up. Customer checked notifications bolus not delivered and auto mode exit happened. It was unknown that the customer was used auto mode feature or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No black screen, pink lines on the screen, missing segments or partial display during testing. Device programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted.(B)(4).